Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
Related manufacturing ref: 3008452825-2023-00500 during a supraventricular tachycardia procedure, contact force issues were noted causing a delay. Contact force was not displayed on the first catheter and troubleshooting was done by disconnecting and re-connecting cables and exchanging the tactisys with no resolution. Another catheter was obtained which initially functioned as expected. However, when the catheter was removed from the patient and re-inserted, contact force issues were noted again which caused a delay in the procedure. The second catheter was used to complete the procedure with no consequences to the patient.